Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the right middle lobe, lateral segment, about 1 centimeter (cm) in size and 6 cm away from the pleura. Instruments used under c-arm fluoroscopy during the procedure included a 23g flexision biopsy needle and compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed. The biopsy diagnosis was non-small cell carcinoma. The patient complained of chest pain after the procedure. A pneumothorax was discovered via chest x ray, the initial size was 4 centimeters, and it grew bigger. A thoravent connected to suction was placed to address the issue. The physician believe that the pneumothorax would have likely occurred via another modality. This was attributed to the use of third-party forceps or radial ebus. There was no ion malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.